Event description:
Subsequent to the initial medwatch report, additional information was received that indicates the patient experienced a transient neurological event at the end of the stenting procedure which was likely an air embolus. The symptoms included aphasia, a decreased pupillary response and inability to follow commands, in addition to the mental status changes. Computed axial tomography was performed and was negative. Medication was administered and the patient was discharged on (B)(6) 2012 with symptoms resolved. No additional information was provided.

Event description:
It was reported that the patient underwent a stenting procedure in the mildly calcified left internal carotid artery. An emboshield nav6 embolic protection device was advanced into the patient anatomy and the filter deployed. A 9-7 x 40 mm xact stent system was then advanced and the stent deployed. Post procedure, the patient experienced a transient ischemic attack with mental status changes. Computed tomography was performed and was negative. The patient was given tridil and tissue plasminogen activator. The patient remains hospitalized four days and the symptoms had resolved by discharge. No additional information has been provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of air embolism, neurological deficit dysfunction, and visual disturbances are known observed and potential adverse events of stenting procedures as listed in the instructions for use, carotid stent system, xact in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
The (B)(4). There was no reported product deficiency. The reported patient effect of neurological deficit dysfunction is a known observed and potential adverse event of stenting procedures as listed in the xact carotid stent system instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.